Manufacturer narrative:
The recipient is reportedly being treated with a series of four steroid injections to the skin flap in attempt to thin the area. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing retention issues. Skin flap thinning surgery has been scheduled.

Manufacturer narrative:
The recipient reportedly received their final steroid injection. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly experiencing some improvement with retention after second steroid injection. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. The recipient underwent skin flap thinning surgery and was healing without issues. The recipient is reportedly still using a headband for retention until swelling resolves. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue has resolved, and the recipient is wearing the device with no issues. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A skin flap thinning procedure has been scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.